Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for does not attach, does not detach & needle stick. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to attach and detach from the solostar pen during use. The consumer's daughter helped to remove the needle, and pricked her finger twice while doing so. There was no bleeding or medical intervention reported. The consumer reported 15 occurrences of being unable to detach the needle, along with the 2 needle stick occurrences, but the dates of each are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "daughter of a consumer reported unable to attach the pen needle on to the pen and unable to remove the pen needle. Consumer was put on to insulin pen recently, she uses the solostar. She was only able to remove it twice. She has to go to her mothers house to help her remove it manually, she has to try about 10 times. And twice she pricked her finger while removing the pen needle manually. Didn't bleed. She didn't do nothing."